Manufacturer narrative:
B3, d10: concomitant product : on (B)(6) 2024. It was reported that during patient infusion of thymoglobulin (dose, programmed amount and delivery rate unknown) for post cardiac transplant did not infuse as programmed with a spectrum iq pump. It was stated that the pump beeped for infusion complete for thymoglobulin (a 6 hour infusion started on night shift). Screen indicated that 150cc was infused, which is the correct total volume of the medication. The thymoglobulin bag was noted to still be about 1/2 full of medication. The normal saline primary bag appeared to be appropriately hung lower than thymoglobulin (programmed as secondary infusion). The normal saline bag was noted to have about 100cc of volume (out of 250) missing. Infusion restarted at same rate, tubing and clamps checked. Infusion completed several hours later than intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available. B7: patient was receiving therapy post cardiac transplant. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused thymoglobulin during therapy. Normal saline was the primary infusion, thymoglobulin was the secondary infusion. The pump showed that 150cc was infused but there was still half a bag of the medication left. The saline bag had infused 100cc out of 250cc. The infusion was restarted and completed sever hours later than intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.